Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump was unable to prime during the prime test and prime alarm during the basic occlusion test due to protruded and loose drive support disk. No motor error alarm. Motor passed motor test. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed during the manual prime multiple times. Customer stated that insulin was squirting out and the drive support cap was protruded. Customer also mentioned that they received a motor error alarm previously due to a bad vial of insulin. Customer's last blood glucose reading was 118 mg/dl. No further information reported.